Event description:
A report was received from a pt's legal representative that the pt started to notice irritation in her left eye after use of night and day contact lenses for approximately 20 days. She removed the lenses immediately and sought care at an emergency room. The report states the pt experienced a damaged cornes and pseudomonas keratitis infection requiring extended treatment and will undergo an operation. The attending hosp emergency room reported that a corneal scrape was performed (results not provided) and treatment with floxacin was administered hourly day and night. A follow up appointment (no date provided) was attended and pt was then referred to an external clinic. The clinic discharged pt in 2007. She is unable to wear contact lenses. No other treatment was given. Requests have been made for product lot info, return of complaint device and for further details of this event. No further information has been provided at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.